Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when the screw was removed after it was inserted through aiming block, the screw thread was broken. Therefore, it was changed the new same one and the operation was succeeded.

Event description:
It was reported that when the screw was removed after it was inserted through aiming block, the screw thread was broken. Therefore, it was changed the new same one and the operation was succeeded.

Manufacturer narrative:
The reported event that locking screw variax full thread 3.5mm/l22mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by misuse. Indeed, the visual revealed the following: the event details annouces that the screw is broken. This is not the case, as the screw and the screw head are intact, except for some slight damage to the threads below the screw head, which makes them not parallel anymore - a first proof of misuse. Nevertheless, the screw is surrounded by a thin wire, which runs through all the lenghts of the screw, parallel to the threads. The wire looks as if it was produced when the screw was being turned into another metallic part, probably the guide, damaging the latter. The threads of the screw look normal, making impossible for the wire to have come from the screw itself. An inspection of the guide was not possible since it was not returned. As a reminder, the IFU clearly states that: " ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that pro duct systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered (e.g. Operative techniques). " a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.